Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, procedural factors (multiple post dilations), in addition to patient factors (bulky annular calcification) likely contributed to the complete heart block resulting in the placement of a ppm. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During the transapical tavr procedure, the patient developed complete heart block post deployment of a 29mm sapien xt valve, requiring a permanent pacemaker (ppm). Medical record review revealed that during the tavr procedure, following deployment of a sapien xt valve, moderate paravalvular leak (pvl) was noted. Two post dilations were performed, each with 1ml of volume added. Following the second post dilation, the patient was slow to recover and required a brief period of CPR with excellent corresponding a-line pressures. A third post dilation was then performed. The patient recovered well following the third post dilation and mild/moderate pvl was noted. It was determined that some chunks of annular calcification were likely causing the pvl and no further intervention was performed. At this time, it was also noted the patient had developed complete heart block and a ppm was implanted during the procedure. The patient tolerated the procedure well and was transferred to cvicu in stable condition. By post operative day (pod) 1, the patient was extubated and doing well. Over the course of pod1, the patient developed large pleural effusions requiring placement of a chest tube. Several liters of serous fluid was drained from both the right and left chest. As the day progressed, the patient¿s condition continued to decline with worsening renal function, tachycardia, and acidosis. Despite aggressive medical treatment, his clinical condition continued to worsen. An echocardiogram performed confirmed an ejection fraction of approximately 20%. No large pvl was noted. The patient¿s worsening condition was discussed with his family. At the family¿s request, the patient was made dnr. He passed away pod2 with his family present. It was perceived that patient factors (annular calcification) and multiple post dilations contributed to the complete heart block.